Event description:
Complaint alleges: funnel detached from catheter. An attempt to re-catheterize pt was unsuccessful. No pt injury reported.

Manufacturer narrative:
The device was not received by the MFR at the time of this report.